Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not detect the multiple cartridge during the load process. There was no reported impact to the customer's blood glucose level. The customer was later able to load a third cartridge successfully.